Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's pitch cable was frayed. The pitch up and down cables were frayed at the distal clevis hub. Small frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. No other damage was found.

Event description:
It was reported that in central processing, it was noted that a frayed wire was observed on the maryland bipolar forceps instrument. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.